Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The customer was contacted and they stated that they were expecting a replacement manifold that they have not received it yet. Additional attempts were made to contact the customer and confirm that the replacement manifold was received. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported that the unit will not run on the wall oxygen supply. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.